Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was very dim and it was hard for the customer to read. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not return for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert, no back light anomaly and no unexpected battery power loss. Device received with minor scratched lcd window.